Manufacturer narrative:
The device used in the procedure was discarded following the case and as such, was not available for evaluation. Based on the case details provided by the physician, there were no issues with the performance of the device. Review of the manufacturing documentation associated with the device lot was performed and no issues were noted that would have contributed to the rupture. The details of the case and the cine angiograms from the case were reviewed and it was found that the device was not used according to the instructions provided in the device IFU. Review of the IFU also confirmed that vessel rupture and death are listed as potential complications associated with use of the device and that users are warned to exercise special consideration if using the device on patients who are not acceptable candidates for surgery.

Event description:
The (B)(6) year old patient was referred to the physician as a possible tavr candidate due to critical symptomatic as. Diagnostic imaging of the patient showed multiple severe lesions that would need to be treated prior to tavr: left main 60%; lad 99% pre-septal lesion with another 99% lesion in the mid vessel. The lcx had 90% disease involving the major om and the dominant rca was 100% with left to right collaterals. There was very severe aneurysmal dilatation between the 2 lad lesions. As the patient was not a surgical candidate and had to other options, the physician attempted pci of the lad as a first step in a multistage process intended to lead up to tavr. The 2 lad lesions were at the proximal and distal edges of a segment of severe aneurysmal dilatation. To assure coverage of the lesions, two non-overlapping stents were deployed partially extending into the aneurysm. The physician went in first with a non-compliant balloon to post dilate both stents. The physician then placed a flash device between both stents, in the aneurysm, and inflated it in order to further post dilate both stents, simultaneously, to more closely approximate the walls of the aneurysm segment. When using the flash device, the physician attempted to keep the diameter of the balloon less than the diameter of the aneurysm, however, when the balloon was deflated, a rupture was noted. The patient developed acute tamponade as a result of the rupture. Urgent pericardiocentesis was performed along with placement of a total of 4 jomed covered stents; this successfully sealed the perforation. The patient initially stabilized with a good bp and rhythm. Shortly thereafter, however, the patient developed recurrent episodes of cardiogenic shock, even with hemodynamic support (iabp), pressers, etc. The physician suspects this was due to the combination of critical as, profound residual ischemia from the other severely diseased vessels, the acute hemodynamic insult, and acute (though very limited) infarct from occlusion of a septal and a diagonal branch after placing the covered coronary stents. The patient was coded for over 2 hours, after which the decision was made to terminate the code. In the physician's opinion, the rupture likely occurred because the aneurysm segment was more fragile than anticipated and it is likely that the rupture would have occurred regardless of the type of balloon that was used in order to further appose the portions of the stents within the aneurysm.